Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that oversensing leading to loss of pacing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.